Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the blue silicone material at the tip of the proseal introducer was broken/torn at the edge of the stainless steel handle. The broken piece was not returned. Upon closer observation it was noticed that there were scratches across the stainless steel introducer body and the gluing at the tip was damaged. Based on the investigation performed, the reported complaint was confirmed. Judging from the outer profile of the returned proseal introducer, it was consistent with the appearance of wear and tear due to multiple uses and handling.

Event description:
Customer complaint alleges "while using the proseal introducer to place an lma, a piece of the blue rubber covering the end of the introducer broke off. We retrieved it without it entering the pt. (Patient)." Alleged event was reported as occurring during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "while using the proseal introducer to place an lma, a piece of the blue rubber covering the end of the introducer broke off. We retrieved it without it entering the pt. (Patient)." Alleged event was reported as occurring during use. It was reported there was no injury or consequence to the patient.